Event description:
The device was used during a total colostomy. It was reported by the rep. Although the washer was broken the dr could not remove the instrument. After that the tissue was excised and reanastomosed with new instrument. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100:: device received with portion of cartridge cover forward and portion of outerwrap missing. Based upon the inquiry info received and the visual examination, it was concluded that the reported incident during surgery may have been due to a damaged cartridge cover and outerwrap. The applier was received with a portion of the cartridge cover forward and a portion of the outerwrap missing. No functional testing could be performed due to the applier's physical condition and no conclusion could be reached as to what may have caused the component fracture. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.